Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, ccd objective lens is dirty causing the image with black shadow. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on the charged coupled device objective lens. There was no patient involvement.